Manufacturer narrative:
Exemption number e2017019. (B)(4). Siemens has initiated a technical investigation of the reported event. The root cause is attributed to a broken column encoder shaft. Further investigation revealed that the pinion, that is normally mounted on the encoder shaft, was worn out. The reason for this abnormal wear is most likely due to incorrect adjustment of the column encoder assembly with the corresponding gear wheel in the table pit. Use of the column encoder assembly with this incorrect adjustment over a long period of time may result in shaft damage and breakage. The encoder shaft was replaced. If additional reportable information is received, a supplemental report will be submitted.

Event description:
It was reported to siemens that the artiste mv system 550 txt treatment tale column readout was not changing when the table was rotated. Further investigation revealed that the column encoder shaft was broken. This event did not result in patient injury or mistreatment. This event is being conservatively reported due to potential patient risk if the issue were to reoccur. Unintended movement of the table would not be shown in the readout and might not be discovered by the user. If the user is not aware of the movement of the column axis of the table, and does not recognize that the displayed value is not matching the planned value, correction of the column rotation position prior to patient treatment might not be made. This could result in the dose being applied to the incorrect location (>10mm) and the patient could suffer critical injury.